Manufacturer narrative:
The device involved in the reported incident is not available for return and eval . An investigation has been initiated based on the reported info.

Event description:
It has been reported that during a dressing change in 2008 for a PICC line, a sour odor and redness under the patch was observed. Of note, the pt had been instructed to wrap the site with coban during times of physical activity to ensure the PICC line stayed in place. Although product is not available for return, digital photographs are available by contacting the nurse or distributor's sales rep.